Manufacturer narrative:
Additional narrative: mitek complaints received only the inserter and not the anchor or suture as the anchor was left inside patient. We cannot confirm this complaint or discern a root cause for the reported failure from only the returned inserter. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that the suture broke during surgery to repair rotator cuff (on shoulder), arthroscopically, once anchor located, upon removal of the anchor holder, the threads normally set into the anchor left directly with the anchor holder.